Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis confirmed the return product analysis reported edema impedance failure. However, electrical and physical evaluations were unable to identify the cause of the failure.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained indicated the device was explanted post-mortem and the cause of death was not related to the out of specification finding.